Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. Four days after the event onset, the patient was hospitalized for the event and began treatment with injection of vancomycin (1 gram, in 3 days, ongoing, route and frequency were not reported) and injection of imipenem (1 gram, twice a day, ongoing, route not reported). Two days later the patient was treated with injection of fluconazole (200 grams daily, route and duration not reported). At the time of this report, the patient remained hospitalized and was not recovering from the event. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.